Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the both monitors on the 9800 system were blank prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.